Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the patient was hospitalized for an unknown indication. Treatment was not reported. Subsequently the patient passed away. The cause of death was sepsis. The cause of the sepsis was not reported. It was not reported if capd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date in (B)(6) 2014. The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).